Event description:
It was reported that the patient experienced bacterial peritonitis, manifested by stomach pain and cloudy fluid, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The treatment for peritonitis included 2 unspecified antibiotics (dose, route and frequency not reported). About one week later, the patient experienced recurrent bacterial peritonitis, manifested by stomach pain and cloudy fluid. The patient was hospitalized. The patient was treated with unspecified antibiotics intraperitoneally (ip) (dose and frequency not reported). The patient was going to discontinue pd therapy and start using hemodialysis because the doctor instructed for the infected catheter to be removed. The patient remained in the hospital and at the time of this report, they had not yet recovered from peritonitis. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.